Event description:
Infusion completed 6 hours earlier then expected. "Infusor expected to run over 24 hours, but was completely finished after only 18 hours." Device contained 7290 mg of benzylpenicillin in normal saline for a total fill volume of 243 ml. Reporter states no patient injury resulted from reported condition.